Event description:
It is reported that the pt was revised due to the articular surface breaking.

Manufacturer narrative:
Eval summary - surgical notes were not provided; however, a letter was received which conveyed medical opinion of the event. The letter states review of the operative report for implanting of the main components found a statement that slight hyperextension was noted but nothing further was done to correct in the interest of preserving bone. Instability of the joint was previously noted and it is unk if this was corrected during a prior articular surface exchange. Prior to this event, the pt's knee twisted upon standing up. Painful and restricted movement ensued, and the pt presented to the emergency department. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. It is unk what caused the pt's knee to twist, and if the twisting motion contributed to fracture of the device. It is unk if the noted hyperextension played a role in the reported event. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.